Event description:
It was reported that the control module was loosing power during a breast biopsy. The case was completed with the same control module and using the power switch. During troubleshooting, the power plug into the unit is loose at the port. There have been no pt consequences reported.

Manufacturer narrative:
H6. Power entry module. H3. Evaluation summary - the complaint of the control module loosing power was confirmed during evaluation. The power entry module was found to be loose causing intermittent power. Epoxy was applied to the power entry module to correct the issue. The control module was serviced, then functionally tested, and was found to operate properly. The unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.